Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a complete prograsp forceps was sent to the surgical center, delivered by the cme nurse in hand, to the surgical center nurse. The forceps functioned normally and moved normally, but when opening the instrument to release part of a tissue and hold another, the cable broke, according to a report from the nurse who was present at the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.